Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed, and there was blood on the distal conductor of the lead and it was not obstructed.

Event description:
It was reported that the attempted left ventricular (lv) lead was unable to be stably positioned. It was subsequently removed and replaced with an active fixation lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.